Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal and throat irritation or soreness. The patient also alleges having a hard time keeping the mask on, air flow is not enough or too strong, air leaks, settings need to be changed constantly, and therefore the device recordings are inaccurate. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any addition information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device has not been returned to manufacturer for evaluation.